Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo, heavily calcified lesion in the femoral artery. The 10x19 mm omnilink elite stent system got stuck in a 6f non-abbott introducer sheath and was not able to exit the introducer sheath. All devices were removed as a single unit as the omnilink was still stuck in the introducer sheath. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty to position and remove were confirmed. In this case, it may be possible that the outer diameter of the stent implant may have been on the high end of the specification and the inner diameter of the introducer sheath on the lower end of the specification enough that when the stent implant was advanced through the sheath, the stent implant became stuck resulting in the difficulty to position and the difficulty to remove; however, this could not be confirmed as the stent system was returned stuck in the introducer sheath and unable to be removed. A review of the lot history records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents reported for the lot. The investigation was unable to determine a conclusive cause for the reported difficulty to position and the difficulty to remove from the sheath. Although a conclusive cause for the reported difficulties could not be identified, the noted damages on the device appear to be related to circumstances of the procedure and it is likely that manipulation of the device during retraction, likely caused the shaft stretch and kink causing the appearance of pinching by the introducer sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.